Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device catheter and a separate, fully expanded endoprosthesis were returned to gore for evaluation. The following observations were made: - no deployment knob nor deployment line were returned. - there was a kink in the distal shaft, upon which the endoprosthesis was mounted, 2 cm from the distal tip. - there was a small piece of unknown material attached to the endoprosthesis at 0.18 cm from the distal (transition-end). Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
The following was reported to gore: (B)(6) 2017, a gore® viabahn® endoprosthesis was intended to be used in a ruptured popliteal artery. It was stated that the vessel was predilated with a 6mm balloon and that the device was advanced over a 0.035 terumo guidewire and through an 8fr sheath across the lesion. According to the physician the distal end of the viabahn did not fully open and it was not possible to pull the catheter back. An additional sheath was advanced beside the first sheath and a 2mm balloon was used to successfully detach the catheter from the device. The device was implanted as intended with acceptable blood flow at the end of the procedure.

Manufacturer narrative:
The date of event was corrected from (B)(6) 2017, to (B)(6) 2017. The incident which occurred on (B)(6) 2017, is not related with an explantation of the medical device. Gore® viabahn® endoprosthesis, which was used for this procedure, is a combination product. The PMA/510(k) # was corrected. Parts of the medical device were returned for further investigations.